Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage as well as partial display. Customer's blood glucose value was unknown at the time of the incident. The customer stated that the screen broke and the display had a big black blob. The product will return for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.